Event description:
During surgery the surgeon reamed with the size 4 broach but when they tried to put the stem in it was to loose, they claimed the finish was smooth and felt different than the next size. This caused a 20 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.